Event description:
The family member stated that pt passed out and would not respond to their aide. The device was used and a result of 141mg/dl was obtained for their blood glucose. Paramedics were called and they checked their glucose at 23mg/dl. Pt was taken to the hosp and admitted for two days. Controls were not used on the system. The device was replaced and requested to be returned for eval.